Event description:
The doctor was performing a lap chole. The footswitch was activating intermittently on both min and max. The doctor swapped the footswitch with another footswitch and completed the case with no pt consequence.